Event description:
N/a.

Manufacturer narrative:
Trackwise#: (B)(4). The lot #3000290464 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Manufacturer narrative:
Trackwise ID (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. Device discarded.

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure the hst iii system (3.8mm) seal failed to curl up and load into the delivery tube. Another device had to be used. The defective device was not used as this was during the preparation of the device. The was no patient harm.